Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator. It was reported that the patient was having pain and discomfort in the ins pocket site. The ins was moved from the left abdomen to the left buttocks. Issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2018. The hcp indicated that the patient had this pain prior to the revision done on (B)(6) 2018. There were no circumstances that may have led or contributed to their pain and discomfort at the ins site. The pain and discomfort were resolved since the revision on (B)(6) 2018. No further complications were reported/are anticipated.